Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states it was noticed that the inner cuff (the first cuff which had been set in the peritoneum) was missing when the catheter was removed. The catheter was placed in the pt 5 years ago. It is unk if the fragment of the cuff remained in the cavity. No further info is available.